Event description:
The reporter said that he had problems getting his surestep meter to work properly, in addition to getting er1 message. While on the phone with the lifescan rep, it was determined that he had been using onetouch control solution to test his surestep meter. He has rec'd his new ss meter and ss control solution and is very pleased.